Event description:
(B)(6) ambulance services reported that a vehicle fell on adult male in a garage, patient had emesis in airway, suction unit blinked red when attempting to be used, back up suction unit was used instead. Ultimately the suction device did not contribute to the patient outcome. When asked if they would send the device in for eval, they required a loaner device. Replacement battery was issued and this resolved their issue.